Event description:
It was reported that during an open retroperitoneal tumor, the knife could not be reversed at the 4th stroke of the 3rd firing. Reinforcement material was not used. The cartridge was blue. The staples were deployed as intended. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Jammed knife additional information was requested and the following was obtained: to clarify: after the fourth complete stroke with the handles plastic to plastic the knife would not return to the home position? -no. If the knife would not return to the home position how was the device opened and removed from tissue? -it could be removed with the manual knife reverse switch. After the device was removed from tissue was there any tissue damage? -no. If there was tissue damage how was the tissue repaired? Please explain. -n/a. Were there any unexpected noises heard? -no. Was the device difficult to close or fire? -no. Was the tissue thick? -regular. The analysis found that one device was returned in good visual condition, with the closing trigger in the closed position and the anvil partially opened; the firing mechanism in the return stroke with the knife not fully back. In addition, staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.